Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when a medical equipment company representative was confirming the status of two short dated cardiac resynchronization therapy defibrillator (crt-d) devices, the device was interrogated, and the battery longevity status bar did not meet indications for implant. The device was not used and there was no patient involvement.